Manufacturer narrative:
End user was recovering from a hip fracture. He reported that he was sitting on the bath bench when the leg bent and he fell, hitting his head and hip. He did not seek medical attention. No specific injury has been documented or diagnosed by a clinician. The end user reports continued numbness and decreased sensation in his hands following the fall which he states may be caused by his spinal stenosis. The sample was not returned for evaluation. Three pictures of the alleged bath bench were received from the end user. The pictures are blurred. With the information provided we are not able to perform a proper evaluation. It appears the unit is in its highest position. However, it is not known if the unit was used at the highest position when the alleged incident occurred. One of the frames appears to have bending at the crisscross location where two frames are attached to the plastic seat with a steel screw. The other two locations of each frame are seen still attached to the plastic seat. We have not seen this type of bending on the crisscross location under normal use unless the frame is not securely attached to the plastic seat. The owner's manual of the product states that all joints and fittings should be checked prior to each use, ensuring they are tight and secure. A root cause has not been determined but review of the photos suggests a lack of maintenance may have contributed to the incident. However, in an abundance of caution, due to the end user's report of being injured, this medwatch is being filed.

Event description:
The leg of the bath bench bent and the end user fell.